Manufacturer narrative:
H.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that facing difficulty with registering and tracking issue and showing unusual black ring outside central tracking area. Also facing screen freeze issue in the right eye of a patient, before cataract surgery.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.10. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The investigation by the subject matter expert found that there were multiple issues with the device. Both microscope-integrated display retrofit and an older version of the digital microscope marker were suspected to have contributed to these issues. Field service engineer performed several troubleshooting activities, including the replacement of the digital microscope marker. The microscope-integrated display retrofit and digital microscope marker upgrade resolved all issues. The investigation is completed and the issue was resolved. The root cause for the screen freeze could not be determined conclusively but was resolved via the replacement of the components mentioned above. The black ring outside of the central tracking area is attributed to a lens that was incorrectly assembled on the microscope-integrated display, which was already covered in a non-conformance investigation and corresponding retrofit activities. The root cause is therefore internal - manufacturing related. The manufacturer internal reference number is: (B)(4).